Manufacturer narrative:
A beckman coulter customer fse (field service engineer) evaluated the au5800 chemistry analyzer and observed incorrect distribution of buffer in the dilution pot. The failure was determined to be the buffer valves. The fse replaced the buffer valves to resolve the issue. The fse verified system performance. No further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.